Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement confirmed trough x-ray, resulting in increased thresholds and impedance. A new ra lead of the same model was placed. No additional adverse patient effects were reported.